Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 250cc mentor smooth round moderate plus profile saline breast prostheses, suffered, within the first week of surgery, left breast hardness, pain, scar tissue and discomfort, post-operatively. During a two-month post-operation appointment, the patient found that the left breast was still hard and might be getting calcium deposit. Also, the right breast felt loose, almost like when there is deflation. In a follow-up, the patient stated that the right breast was slightly different, but expressed that it is hard to tell if there is deflation, since the left breast is so high, rounded and hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received the following information: patient also provided that on one side, they can see a bubble forming and the other side is more lose. On (B)(6) 2020, mentor received the following information regarding the reported bubble: the feeling of bubble appears on the left side and that on june 18, 2020, their doctor stated that it may be that their skin is too thin, which was causing them to feel the implant. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.